Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo_13.2 ,-12.0/1.5/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024.the patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.